Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the 4:1 cutting block was placed on femur, when time to remove the peg on back of cutting block fell off and stayed in femur. Used pliers to pull out."